Event description:
The customer complained of a questionable elecsys troponin t stat assay result from a cobas e 411 immunoassay analyzer compared to a cobas 6000 e 601 module. For sample a, drawn at 05:59, the initial tnt stat result was 0.03 ng/ml. For sample b, drawn at 12:39, the initial tnt stat result was <0.01 ng/ml with a data flag. Due to the differences in results from sample a and sample b, sample b was tested on a cobas e601 with a tnt stat result of 0.04 ng/ml. Sample b was tested on another cobas e601 with a tnt stat result of 0.03 ng/ml. Sample b was tested again on the cobas e411 and a tnt stat result of 0.010 ng/ml was obtained. The erroneous initial result from the cobas e411 was reported outside of the laboratory. The results from the cobas e601 were deemed to be correct and the patient result was corrected to 0.04 ng/ml. The customer did not know if there was any effect on the patient and did not know if there were any adverse events. The tnt stat reagent lot was 36573301 with an expiration date of 30-nov-2019. Rack adapters were used. The qc data provided gave no indication of a reagent or instrument issue. The investigation is currently ongoing.

Manufacturer narrative:
A field engineering specialist found a clog at the rinse well. The clog was removed and cleaned. The draining of the system and the overall system were checked. Precision testing was performed with acceptable results. The service activities performed resolved the issue. No further issues were reported following the service visit.